Event description:
Per the patient in 2008 or 2010, the entire drug infusion system was removed due to an infection in the pump pocket site area and the patient was put on oral medication. Intravenous and oral antibiotics cleared up the infection; the infection was resolved. The patient did not know what drug was in the pump at the time of the event. The diagnostics done and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2010-(B)(6), product type catheter. (B)(4).